Manufacturer narrative:
The manufacturer previously reported a failure of the system board and oxygen blending module board. The system board and oxygen blending module board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was found to be consistent with program corruption. The oxygen blending module board was evaluated by the manufacturer's quality assurance laboratory and were found to have contamination causing sensor (u29) to be out of tolerance.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.